Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for like products reporting. The device was returned to the manufacturer and a product investigation was conducted. The results are listed below. The lens was chipped of at the optic edge and ejected out from the injector tip. The slider could advance fully. Trace of lubricant was found inside the injector tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined; however, from the investigation, it is believed this issue is not product related. Risk analysis conducted on the product line and failure codes are noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
During implantation the surgeon noticed a missing peace on the optic. Lens had to be explanted. New lens was implanted without harming the patient. Patient outcome: no patient impact.